Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the controller would not let the patient go off of the check position screen. It was mentioned the ins was implanted for right and left side hip pain that started the july prior to the report and he had a shot in his right hip about a week prior to the report. The patient said his left hip and knee were "killing him"/painful. The patient went to the hospital the day prior to the report because of the pain and they gave him 3 shots in the left hip, some inflammatory stuff, and some neurotin. The settings were on group a on 2.1. The patient was educated on the controller and assisted in increasing stim to 3.1 and they could feel it vibrating, but he was not sure if it would help. Adaptive stim was re-enabled. No further complications were reported.